Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 507 mg/dl. The customer reported that the insulin pump had compromised force sensor system alarm and insulin was "squirting out" during the manual prime process. The customer stated that the drive support cap was protruded and sticking out of insulin pump. The insulin pump will be returned for analysis.